Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis (tgt3420/8106771). The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged from the hospital. Aneurysm diameter was 65 mm. On (B)(6) 2011, in six-month follow-up study, aneurysm diameter measured 55 mm. On (B)(6) 2011, a ruptured pseudoaneurysm was identified around the distal end of the tag endoprosthesis. Additional endoprostheses (manufacturer unknown) were implanted to repair the ruptured pseudoaneurysm. On (B)(6) 2011, in one-year follow-up study, aneurysm diameter had enlarged to 70 mm. Endoleaks were not revealed. In (B)(6) 2012 (exact date unknown), the patient expired due to natural causes.